Event description:
An endeavor resolute rx drug-eluting coronary stent system, length 24 mm, diameter 2.25 mm, was intended to treat a large rca lesion in a patient. It was reported that the device did not cross the lesion and, on removal from the patient "the stent showed some opening branches". The target lesion exhibited 90% stenosis with excessive tortuosity and severe calcification. The lesion was pre-dilated with a 14 mm balloon for three inflations. No patient injury occurred. The patient was ok post procedure and no clinical sequelae have been reported. The device has not been returned.

Manufacturer narrative:
(B)(4): evaluation results: failure to deliver stent, stent deformation; 90% stenosis, excessive tortuosity, severe calcification.